Event description:
It was reported that the insulin pump's button kept moving. The blood glucose reading is 209 mg/dl. Customer stated that the buttons keep moving without input from customer. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No upward button activity noted. The insulin pump had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery threads area and cracked reservoir tube lip.